Event description:
Patient underwent a t9 vertebroplasty. At the end of the 13 gauge cannulas, the handle on the cannula came off causing the physician¿s hand to jerk and puncture his hand with the exposed needle/sharp part. FDA safety report ID # (B)(4).